Manufacturer narrative:
Updated fields: b4, d5, e2, e3, g3, g4, g7, h2, h10.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to the site for the reported issue. When the fse arrived, he found that the customer did not have a catheter extender on the balloon, which caused the autofill failure. While on-site the fse found the port for the fiber optics was broken and he repaired this port. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement, and no adverse event reported.